Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a device check, the device was found to have switched polarity and had increased right ventricular (rv) outputs from what was observed prior to the check. The device remains in use. No patient complications have been reported as a result of this event.